Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack is confirmed; however, the exact cause is unknown. One 20 g x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large, longitudinal crack was observed on the side of the y-site luer connector hub. A microscopic observation revealed the crack extended from the proximal end of the luer connector to about the center of the y-site. Whitening of the material was observed at the proximal end of the crack. The crack was observed to be mostly straight with an uneven surface texture. While the exact cause of the crack in the y-site is unknown, possible contributing factors include forceful insertion of a tapered object into the orifice of the luer connector, over-tightening of the connector, and exposure to incompatible chemicals. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site. No other information was provided.